Manufacturer narrative:
(B)(4).

Event description:
This is report 3 of 4. This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. The patient experienced depression, pain and uremia and was hospitalized for the events. The patient was discharged from the hospital and was rehospitalized for peritonitis. Treatment was not reported. The patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lots h12k14088, h12l12064 and h13b23052 with no issues noted during the manufacturing process. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).